Event description:
During a service evaluation at the manufacturer facility, the manufacturer service technician observed the pin with flange and retainer fell off of the blade mount of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
During a service evaluation at the manufacturer facility, the manufacturer service technician observed the pin with flange and retainer fell off of the blade mount of the device. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.